Manufacturer narrative:
(B)(4): evaluation results: death, arterial trauma/dissection/perforation; proximal placement of the bare springs of the stent graft crossing the innominate artery.

Event description:
A medtronic stent graft system which is not approved in the united states was implanted in a patient for the endovascular treatment of a type b aortic dissection. It was reported that after performing a carotid-carotid bypass, the stent graft was placed proximally with the bare springs crossing the innominate artery. A reliant balloon was used during the procedure; however, there was no ballooning of the proximal end of the stent graft. The reliant balloon was discarded by the user facility. Two weeks post-procedure, the patient expired, and an autopsy revealed a type a dissection. No further information has been provided.